Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have lines on the display. In landscape mode the screen turns black with white dots. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data.

Event description:
The customer reported that the radical-7 display is blank at the top of the screen. No consequences or impact to patient were reported.

Manufacturer narrative:
Serial number (B)(4) was incorrectly reported in the lot no. Field. Device available for evaluation was corrected to yes.